Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the issue seemed to be resolved. There was no additional information to be provided.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product typ:e lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that electrode 4 was out of range at impedance test in operating room. There were no environmental/external/patient factors that may have led or contributed to the issue. They retested the cable multiple times. Interventions/actions taken to resolved the issue included ¿nine.¿ the issue was resolved at the time of report.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Analysis of the lead found no anomaly. If information is provided in the future, a supplemental report will be issued.